Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg following weight loss. Surgical intervention took place to reposition the ipg on (B)(6) 2019. Surgical intervention addressed the issue.